Event description:
During a review of the pump's event history by baxter (B)(4) personnel, a colleague infusion pump was found to have experienced failure code 814:04, which interrupted delivery. There was no report of patient injury, medical intervention necessary or adverse reaction in association with this event. The software version of this device is currently unknown. No additional information is available.

Manufacturer narrative:
(B)(4). This device was not returned to baxter for evaluation. It will be repaired on-site by a baxter repair technician. This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump with failure code 814:04 was confirmed during product evaluation in the pump's event history. The root cause could not be identified. However, the device's pump head module was replaced. This device is a remediated colleague pump with a user interface module software version of 5.08.92. Should additional information be received, a follow-up medwatch will be submitted.